Event description:
Caller reported mobile system blood glucose result of 17.3 mmol/l and 5.3 mmol/l within 10 minutes. Customer took 15 units of insuman insulin based upon the 17.3 mmol/l result, subsequently had symptoms of hypoglycemia for which she successfully self-treated. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).